Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00820.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the microcatheter kicked out of the aneurysm and the physician was unable to advance the smart coil fully into the aneurysm. The smart coil was removed and the physician used a new smart coil. While advancing the new smart coil through the microcatheter, resistance was met and both the smart coil and the microcatheter were removed. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.